Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. An investigation has been opened to manage the actions related to remediation of this issue and any required MDR reporting. Upon inspection and testing, it was observed that the light guide bundle was broken. The image was multi-colored. There was no data transmission. Other incidental observations were that there was leaking on the distal end rubber coating (a-rubber) and the video connector. Both were non-olympus. The a-rubber glue was missing. There were minor surface scratches in several places on the device. The angulation was low and control knobs had some play. Evaluation is ongoing. Supplemental report(s) will be submitted when any additional information is available.

Event description:
The device was returned for inspection, at which time the light guide bundle was found to be broken. The scope identification (ID) data was not being transmitted and stored. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is inappropriate third-party repair. Olympus always confirms the scope ID at the time of manufacture and repair, and the device is not shipped from olympus without the scope ID. According to quality inspection results, the a-rubber, the video connector and the video cable of the subject device were non-olympus. Unexpected stress may have been applied to the lg bundle when the third-party agency repaired the parts. Leakage from the a-rubber was confirmed as well. The lg bundle was easily broken because water invaded from leaked location. Repeated use of the lg bundle in the status may have accelerated its breakage. In addition, the user may not have performed leakage test properly. Instructions for use identify the following verbiage regarding third-party repair: "troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the endoscope for repair¿." In addition, IFU (reprocessing manual) states regarding performing leakage test as follows: "1.4 warning and cautions: warning: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk."